Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a different rate or volume than programmed. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "accuracy," which was reproduced when flow rate inaccuracies greater than 5%, but less than 10%, were identified when the device was tested. Evaluation determined assignable cause to be the travel of the lower finger and lower valve being out of specification. The lower finger and lower valve were replaced and the device was reworked. (B)(4).